Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the transmitter would not power up. The patient removed the adapter from the wall, the metal posts appeared charred. The device would be replaced.